Manufacturer narrative:
Reporter is a synthes employee. Part number: 03.835.043, synthes lot number: h134159-39, supplier lot number: n/a, release to warehouse date: october 19, 2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. It was reported that the device was out of specification. The drawing specification is 3.2-3.7 nm. The device was tested at service and repair center and the item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection on june 19, 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 40. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque limiting handle with 4.5mm quick coupling was found to be out of drawing specification. The drawing specification is 3.1-3.8. The torque tested high at 4.69. There was no known patient or hospital involvement. This report involves one (1) torque limiting handle with 4.5mm quick coupling. This is report 1 of 1 for (B)(4).